Event description:
The customer reports the cardiocap 5 was being moved and bumped into something causing the monitor to fall forward, however, it was caught by staff. The staff reports the mounting clip that holds the device in place was missing, though the clip was present when installed. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.